Event description:
Left colectomy procedure. After cs33 dlu was fired, pc read "firing incomplete" md proceeded to remove dlu from rectum and anastomosis appeared to be torn apart. Md hand-sewed anastomosis and proceeded to finish the case.